Event description:
The pt had an evar procedure in (B)(6) 2011. At one year f/u, the graft was performing as anticipated. At 2 year f/u, the grafts is reported to have migrated down into the aneurysm sac. The initial procedure was complex and the pt had a short thrombotic neck outside of the indications for use. There is no plan to re-intervene as the pt is unfit for further surgery.

Manufacturer narrative:
UDI# device manufactured in 2011 prior to UDI requirement. Unique lot number identifies device. A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specs. There is no info to suggest that the device has not met the final release criteria.